Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they had experienced high blood glucose and insulin pump received unexpected restart alarm. The customer¿s blood glucose level was 447 mg/dl. The customer reported that they received a unexpected restart alarm. The customer reported they were able to clear the alarm and was able to complete rewind. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor pump and call if issues recur. The insulin pump will not be returned for analysis.